Manufacturer narrative:
The vital-port was returned for our evaluation and analysis. The catheter had apparently fractured. Analysis: the port was returned with the proximal segment of the catheter attached to the port housing. The catheter segment extended approximately 2.9 inches from the base of the port housing. The distal end of the catheter segment was visually examined to determine the cause of the fracture. The fracture surface was elliptical and appeared to be typical of that due to compressive fatigue (repeated application of an external force). See figure 1, a photomacrograph of the returned device. The cross-section of the fractured tip measured approximately 0.075 inch x 0.115 inch. Please refer to figure 2. The residual deformation indicated that the pinching force on the catheter was quite high. Conclusion: the most credible cause of the fracture is that the catheter was pinched repeatedly between two rigid structures in the body. The position of the fracture corresponds anatomically to the costoclavicular area.